Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error and no image was caused by a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.